Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, (B)(4), implanted: explanted: product type: programmer, patient. Product ID: 37791, implanted: explanted: product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their programmer would not work when the antenna was attached. The manufacturer's representative later reported that the patient had been sent a new programmer and antenna to resolve their issues and no other issues were noted with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of patient programmer(serial# (B)(4)) found that there was not anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was unable to turn the implantable neurostimulator (ins) on (B)(6) 2017. The patient reported that the ins recharger (insr) showed the charging screen and stated that the battery looked pretty empty and all the coupling bars were empty. The patient reported that when they press the on button, the insr displays a warning screen saying to charge the ins. The patient reported that it would not let them charge. The antenna locate feature was used and the patient was able to obtain 8 coupling bars and recharge the ins normally. The patient also reported that they went to the hospital two weeks prior to the call because of the pain. The patient stated that when the stimulation is not working, their ¿nerves are just going crazy.¿ the patient was given gabapentin, which helped with the pain. The patient reported that the pain returned suddenly on (B)(6) 2017 and they believed that the ins battery being empty caused this. No further complications are anticipated.